Event description:
It was reported that during ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the drainage catheter connector allegedly had air leakage. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the drainage catheter connector allegedly had air leakage. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation; one photo was provided for review. No air bubbles or any other visual anomalies were noted. Therefore, the investigation is inconclusive for the reported air leakage and connector damage issues as the provided evidence was not sufficient to confirm the reported failure. A definitive root cause for the air/gas in device and material integrity could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.